Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01177.

Event description:
Patient allegedly received an implant on (B)(6) 2012 due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, and organ perforation. Per report from CT (computed tomography) dated (B)(6) 2018: "the upper tip of the filter is located at the confluence of the right renal vein and ivc, approximately 1.8 cm below the left renal vein confluence. The filter is tilted anteriorly with respect to the long axis of the ivc. The upper tip contacts the anterior wall. All four the larger metallic struts projecting beyond the confines of the ivc wall. A posterior strut extends beyond the ivc by 1. 5 cm in length and 7 mm in the transverse plane. This contacts the anterior l3-4 disc and is surrounded by focal calcification. The medial and lateral struts project beyond the ivc by up to 1.2 cm in length and 0. 7 cm in the transverse plane. There is no definite extension to the aorta or duodenum."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.